Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were ¿just taking my morning walk, it started firing. It has damaged the internal organs because of the electrics.¿ the patient further reported that the ¿device malfunctioned¿ and "shocked me 32 times". The patient was airlifted to the hospital where he was told ¿the device couldn¿t distinguish between two arrhythmias.¿ the patient¿s medications were being adjusted, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6 (annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented with chest pain and ventricular tachycardia (vt) with a diagnosis of inappropriate shocks. The patient required a cardioversion due to hypotension and the also underwent an cardiac ablation. The cardiac resynchronization therapy defibrillator (crt-d) remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented with ventricular tachycardia (vt) with a diagnosis of inappropriate shocks. The patient required a cardioversion due to hypotension and the also underwent an cardiac ablation. The cardiac resynchronization therapy defibrillator (crt-d) remains in use.